Event description:
It was reported that during the implant procedure, there was no audible clicks when tightening set screws on atrial and ventricular leads. Right ventricular (rv) lead could not be secured. The device was attempted not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis no anomalies were found. The returned device indicated a loose/detached set screw.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.